Manufacturer narrative:
Batch review performed on 25-apr-2024 lot 1954266: (B)(4) items manufactured and released on 15-may-2019. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Preliminary investigation performed by r&d project manager from the received information, it is possible to see the x-ray and image of the metal ring. It was not possible to determine with certainty the root cause of the event, but a probable reason is that a movement levering with instruments, bone, or soft tissue could have caused the detachment of the metal ring from the trial liner. The ring was particularly required in order to see the trial liner with fluoroscopy during trial reduction: however, it was possible to see its detachment thanks to its radiopacity. This type of event will be continuously monitored.

Event description:
The post-operative x-ray revealed that the metal ring of the trial liner monobloc detached and remained in the patient. An additional surgery was necessary to remove the metal piece.

Event description:
The post-operative x-ray revealed that the metal ring of the trial liner monobloc detached and remained in the patient. An additional surgery was necessary to remove the metal piece, performed the same day.

Manufacturer narrative:
Batch review performed on 24-may-2024 lot 1954286: 6 items manufactured and released on 13-may-2019. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Visual inspection performed by r&d project manager the trial liner monobloc dmi-m is composed by a plastic monobloc and a metal ring, the metal ring was missed, it was not received for inspection. The plastic monobloc had not visible signs of defects, some measurements were taken showing that no visible deformations occurred. It is not possible to determine with certainty the root cause of the event, but it is possible that, during its use in surgery or during manual operations (transport, cleaning etc.), the contacts with other part could have moved and deformed the ring causing then the issue reported.